Event description:
It was reported that the ventilator's valve was not working. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with internal leakage test failure has been confirmed in the provided service report and problem description. The reported issue was solved by cleaning the expiratory cassette membrane. The most probable root cause to the reported issue was that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette. This type of failure will be detected during pre-use check.